Event description:
Returned goods investigation reveals that the device was returned in a u-shaped bend in order to fit it into a square box. The 16 french cook sheath used during the case was also returned. Blood was noted inside and outside the delivery catheter, and the device was returned with the stent graft still loaded. The graft cover was twisted and a kink was noted at the distal end of the graft cover. A mild stress ring and fold was noted at the distal end of the graft cover. The damage noted at the proximal end of the graft cover was most likely incurred during shipping prior to analysis. The graft cover had been broken at the slide ring. The device was disassembled by medtronic ave personnel. Minor sanding marks were noted on the graft cover at the site of the break. Examination of the 16 french cook sheath revealed that the diaphragm was pulled out and cracked at the opening that is used for insertion. The twisting of the graft cover and the damage to the 16 f cook sheath indicate that the sheath may have been a contributing factor in the reported insertion and deployment difficulties and the subsequent breaking of the graft cover. It cannot be determined if the minor sanding marks noted during analysis contributed to the breaking of the graft cover.

Event description:
An aneurx bifurcated stent graft and its components were implanted for the endovascular treatment of an abdominal aortic aneurysm in 2001. There was mild vessel tortuosity and minimal calcification. The external iliac arteries measured 9mm and the common iliac arteries measured 13mm. It is reported that the physician met resistance as he inserted the aortic cuff stent delivery system through the new 16 french cook sheath system. The physician retracted the black ring 6-7 turns, however, the graft cover did not retract to deploy the stent graft. Eventually, the black ring broke and the stent graft was never exposed. The device was removed from the 16 french cook sheath and the pt. It is reported that the graft cover was distorted. Flattened and crushed. Another 16 french cook sheath was inserted and another aortic cuff stent graft was successfully deployed without problems. It is reported that pt is fine and there was no add'l clinical sequelae reported. Medtronic ave rec'd the stent graft, delivery system and the 16 french cook sheath and investigation is pending at this time.